Event description:
It was reported that an infusor leaked during infusion. The drug solution leaked inside the infusor. There was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Lot 13j079 was manufactured september 24, 2013 - september 25, 2013. Evaluation summary: the cause of the leak was an incomplete ultrasonic weld of the volume indicator to the port. A CAPA has been opened to address this issue. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.the basal/bolus infusor was returned for evaluation. A visual inspection identified that there was a leak inside of the housing of the device. Functional testing and leak testing identified that the leak was located at the welded area of the volume indicator port inside the infusor housing. If additional relevant information is obtained, then a follow-up MDR will be submitted.